Event description:
During a breast biopsy procedure, the unit compression suddenly decreased and the needle came out. According the available info, it is assumed that the reported issue was caused by a user error. The analysis performed indicated that the user applied a very low compression force of 15.1 newtons (n). Due to natural causes during compression, blood will flow out of the breast tissue after a period of time. Due to the blood flow out of the breast, the compression fell below 15.0 n. When the compression falls below 15 n, the system informs the operator that the biopsy procedure is no longer valid, and that the targeting has been aborted. A message is also displayed at the acquisition work station (aws). The user manual recommends a compression force of minimum 30n of force be applied for a biopsy procedure to keep the breast from moving during the examination. This incident occurred in other country. It has been concluded that the system worked as designed.

Manufacturer narrative:
This product is not sold in the us. It was reported due to similar components presently sold in the USA.